Event description:
The patient reported with one device the v-go the needle start button released on its own before 24 hours of wearing the device and stopped delivering insulin. He does not recall bumping or accidentally releasing the needle prior. He removed it and restarted with a new device. It was reported that the device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: three devices were received and evaluated for the needle button released event complaint. All devices were received, and the needle mechanism functions were tested and verified to have operated as intended. The complaint about these devices could not be confirmed.